Manufacturer narrative:
Age at time of event: over 60 years of age. Device evaluated by manufacturer: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii diagnostic catheter.¿ ¿the use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device.¿ "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Event description:
It was reported that the coil was inadvertently deployed. The patient was undergoing an embolization treatment of a lesion located in the severely tortuous right internal iliac artery. During the procedure, intermittent flushing was performed and the first coil was successfully deployed using a 5f .035 non bsc diagnostic catheter. The 10mm x 20cm interlock¿-35 was then selected for use. The coil was being placed into the artery; however, the physician decided he was not satisfied with where it was going and opted to remove it. All appropriate steps were taken to properly retract the device into the housing sheath, but the physician was unaware that the coil had detached from the delivery wire during the retrieval process and remained in the catheter. Upon introduction of the contrast injection for image visualization, the coil exited through the catheter and into the right femoral artery. The coil was successfully removed using a snare and an angiogram confirmed no harm to the patient. No other coils were implanted as the physician opted to let it be with the one already placed. No further patient complications were reported and the patient's status is fine.